Event description:
Per the clinic, the patient experienced discomfort around the implant side. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6), 2013 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed december 4, 2013.

Manufacturer narrative:
(B)(4)